Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip introducer tear. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was poor due to the restricted posterior leaflet. The steerable guide catheter (sgc) was inserted and advanced. However, it was observed the sgc shaft became kinked. The sgc was removed and replaced. A new sgc was inserted without issues. During preparation of an xtw clip, the clip got caught on the clip introducer (ci). The clip and the ci were pulled apart, but a piece of the clip introducer tore off and remained inside the clip. The clip was not used and was replaced. Two clips were successfully implanted, reducing mr to a grade of 2+. In an attempt to further reduce mr, an ntw clip was inserted, and grasping was performed. However, due to the poor imaging, grasping was very difficult and was ultimately unsuccessful. The clip was removed, and the procedure was discontinued. Mr was reduced to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause for the reported retraction problem is due to user technique. The reported material cut on the clip introducer is a cascading effect of the reported retraction problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling.